Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional (hcp) and a patient who was implanted with a neurostimulator for lumbar radiculopathy and spinal pain. It was reported that the patient needed an MRI and the hospital needed more information on. The MRI was of the patient¿s foot and was unrelated to the device or therapy. The patient had an appointment with their hcp next week because they wanted to have their system removed. The desired removal was only because they have multiple sclerosis (ms) and had hypersensitivity in their legs and feet. They could not handle the stimulation that came from the implant. This was a new problem within the last couple of months. They had ms ¿all the time.¿ it was reported that the system had been off one month.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.